Event description:
Ous MDR - seven days post-implant, a shock impedance of > 150 ohms was reported. The device was explanted and there were no adverse pt effects reported.

Manufacturer narrative:
Ous MDR.